Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read-. The device was reprogrammed and battery data could be read. A three month follow-up was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.